Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose readings up to greater than 250 mg/dl while using the ilet in conjunction with a dexcom g7, with earlier sensor errors and a reported pairing failure before the sensor reconnected, after which glucose trended down to 212 mg/dl with a horizontal trend. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution with monitoring and continued device use. Investigation included troubleshooting and education regarding sensor error, pairing failure, and confirmation that ilet delivery appeared to be functioning. Investigation of this case revealed that the elevated glucose was associated with continuous glucose monitor pairing and sensor error, with the ilet operating as intended once the cgm connection was restored. It was concluded, based on previously established findings for similar reports, that user system configuration and cgm communication issues were the likely cause.